Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing and noise. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.